Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a hospitalization. The customer also had an insulin pump issue since the piston had to travel up further than normal to reach the reservoir. No further details were provided regarding the hospitalization. The customer declined troubleshooting for the hospitalization. The insulin pump was not returned for analysis.